Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's system board and power management board were replaced to address the issue. Evidence of tampering was observed.

Event description:
The MFR received information alleging a ventilator would not power on. There was no harm or injury reported.